Manufacturer narrative:
Unknown. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. This info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. We have not received the product at this time. Therefore, no analysis or testing has been done. Band slippage is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event to slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."

Event description:
Patient contacted allergan irvine and reported: "[patient] received the lap-band and [that] the band [had] slipped and required emergency surgery." No further info, including the surgeon's name and/or the implant and explant surgery dates, were provided by the patient. Allergan contacted the patient multiple times, however, did not receive any response in this matter. We are not able to f/u with the patient's physician since the patient provided no name or contact info.